Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Found damaged retractor in cpd- has gauges from saw blade. Case type: no associated procedure.

Manufacturer narrative:
Reported event: customer reported a damaged retractor in cpd- has gauges from saw blade. Device evaluation and results: device evaluation was not performed and the bent hohmann retractor event was not confirmed. Device history review: review of the device history records indicate 95 devices were manufactured and accepted into final stock on (B)(6) 2018 with no reported discrepancies. Complaint history review: -based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the bent hohmann retractor. There have been no others event for the referenced lot number. Conclusions: no product inspection could be completed due to the product not being returned. Per d03391, preventive maintenance identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Found damaged retractor in cpd- has gauges from saw blade. Case type: no associated procedure.